Manufacturer narrative:
Continuation of concomitant products: vedr01 ipg implant date: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing noted on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.